Event description:
Pt. Returned to or with gi bleed. Exp lap found bleeding of small bowel at staple re-anastomosis suture line. Used same type equipment and bleeding occurred again. Staples removed, bowel sutured and reinforced.